Manufacturer narrative:
D9: device returned for repair 12 september 2024 h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log revealed system fault 41,622 occurred 1 0 0 3. Functional testing revealed error code 41622 upon start up. A screw was found stuck in camshaft and determined to be the cause of the issue. The screw was removed from the camshaft. An inoperable downstream occlusion sensor was also found and was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the device had the error code 41622. There was no patient involvement, and no harm was reported.